Event description:
During an ercp (endoscopic retrograde cholangiopancreatography) with sphincterotomy, and balloon sweep with removal of stones and stent placement, at the point in the procedure following the balloon sweep x5 with retrieval of large stones and sludge, another large stone in the distal duct was identified, but could not be removed. An 8.5 fr 10cm stent was attempted, but the stent was defective. It was observed that a small portion of the stent (the pusher) broke off in the patient. The broken portion was removed when the hydrotome was removed. Two more stents were attempted without success (noted to be from the same lot#), finally a different size stent was placed with success.